Event description:
It was reported that a patient had a knee procedure in 2019. Patient stated they are experiencing ongoing issues with swelling. It was also noted by the patient that they had a revision in 2021 or 2022. No further information available.

Manufacturer narrative:
D6a: implanted in 2019. D6b: explanted in 2021 or 2022. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.